Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported loss of fluid column. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported that during preparation of a steerable guide catheter (sgc), the dilator was inserted; however, loss of fluid was observed. Two more attempts were made to insert the dilator into the sgc, but fluid was still lost. The sgc was not used in the patient and the procedure was successfully completed with a new sgc. There was no patient involvement. And no clinically significant delay in the procedure.